Manufacturer narrative:
(B)(4). Date sent: 03/01/2021. D4: batch # t5f02f. H6: component code = mechanical (g04). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned with no apparent damage and with no reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload, however did not achieved and complete firing sequence. The device was again tested for functionality by manually pressing on the door right above were the firing switch actuator is located, this time the device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The test door was removed and it was noted an intermittent function of the switch as the device would only operate when the switch is manually pressed down. It should be noted that product failure is multifactorial. The damage to the firing switch actuator has been correlated to a manufacturing process. There was an out of specification issue with components that affected the functionality of the firing switch actuator. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 9/28/2020. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts are being made to obtain the device. To date no device has been provided. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a vats right lung s1 segmentectomy, the knife moved forward all the way but stopped moving back to home position with a weak motor sound at the 5th firing. The knife reverse switch was used, but the knife did not return. The battery was reinserted, but the issue did not improve. The manual override lever was used to release the device. The device was used on the lung parenchyma. The cartridge color was black. When the battery of the device in question was inserted into the demo device, it functioned properly. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.